Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a low out of range shock impedance measurement of 22 ohms following delivery of a 10 joule shock. The patient was noted to be very thin. Boston scientific technical services (ts) discussed potential causes. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.